Event description:
It was reported when using the bd preset¿ syringe with attached needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "after blood collection, and after the lab received the sample, there was blood leakage found with the plunger." A second sample was initiated and resulted in the same leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for needle point not beveled was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of needle point not beveled was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode needle point not beveled. Bd was not able to identify a root cause in the manufacturing process for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "after blood collection, and after the lab received the sample, there was blood leakage found with the plunger." A second sample was initiated and resulted in the same leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "after blood collection, and after the lab received the sample, there was blood leakage found with the plunger." A second sample was initiated and resulted in the same leakage.